Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: pump thrombus.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted to the hospital on (B)(6) 2015. A week prior, the patient¿s international normalized ratio (inr) was 2.4 and his creatinine level was 1.3mg/dl. Upon admission, his inr was greater than 15 and his creatinine was 4.5mg/dl. The patient¿s lactate dehydrogenase was over 1000u/l, and echocardiography revealed that his aortic valve was not closing at a pump speed of 9600 rpm. The speed was increased to 10,000 rpm with no improvement. Pump thrombosis was suspected. The patient was also in acute heart failure with a brain natriuretic peptide (bnp) level greater than 5000pg/ml and was on dopamine and dobutamine drips. According to his family, his estimated pump flows decreased from 6lpm to 4lpm over the last week. The patient¿s pump was exchanged.

Manufacturer narrative:
The report of suspected thrombus was confirmed based on the evaluation of the returned device. Upon disassembly of the returned pump, examination of the blood tube/rotor inlet section revealed a denatured thrombus ring adhered to the inlet bearing ball. The thrombus ring appeared to be in the early stages of development and had evidence of laminated layering, which suggests that it was present while the pump was operating. Examination of the outlet stator revealed a non-laminated deposition situated in between the outlet bearing ball and the stator blades. The deposition was not adhered to the bearing ball or the stator blades, lacked denaturing and lacked lamination. In addition, there was no evidence of contact marks on the outlet side of the rotor or on the outlet bearing cup. Although its origins and the duration of time for which it was present in the outlet stator cannot be conclusively determined, the deposition did not appear to have originated in this location. The thrombus found in the pump would have contributed to the reported hemolysis. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope, revealed no abnormalities that would have contributed to the formation of the thrombus. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The data retrieved from this testing revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process and the pump functioned as intended. A review of device history records showed no deviations from manufacturing or qa specifications. The instructions for use lists hemolysis and thrombus as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
(B)(4) - the pump was returned to the manufacturer for evaluation but the evaluation is not yet completed.no further information is available. A supplemental report will be submitted when the device analysis is completed. Placeholder.